Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted during an anterior uphold mesh, apical support system, reduction of cystocele, and intraoperative cystoscopy procedures performed on (B)(6), 2010 to treat a patient with uterine prolapse and cystocele. The patient tolerated the procedure well and was discharged to recovery room in stable condition. There were no patient complications reported at the conclusion of the procedure. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2010, procedure date, as no event date was reported. This event was reported to boston scientific corporation legal by the patient's legal representation. The implanting surgeon is: (B)(6). (B)(4).